Manufacturer narrative:
This right atrial (ra) lead was eventually returned back from the field for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was found to be electrically continuous as it passed a continuity test. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities or characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This ra lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged when a physician was attempting to explant a previously abandoned lead during a replacement procedure. The physician decided to performed additional surgical intervention to explant and replaced the ra lead as well. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite multiple requests, this right atrial (ra) lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.